Event description:
Blue reload remained in the stapler. Could not fire it again. Manufacturer response for ets-flex 45 ref ats45, (brand not provided) (per site reporter): RMA (return merchandise authorization) process.